Manufacturer narrative:
(B)(4).

Event description:
The consumer reported he did not have adaptive stimulation set up yet. In certain positions, currently, his stimulation would just increase on its own. It was doing the thing where when the patient sat up or laid down, he did not feel it, but all of a sudden it was too high and just came on. The patient experienced stimulation in different positions. It was working intermittently, and the patient wanted to know if this would work all the time. The patient noted he already had four programming sessions for adaptive stimulation programming but was still having concerns. Relevant medical history included chronic low back pain and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.